Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reoccurred, which the caller acknowledged and understood.